Event description:
Rptr complains of breasts not healing, bladder problems, vulvar cancer, bronchitis, sinus, arthritis, arthritis symptoms of joint swelling, pain, stiffness, hand and finger swelling, breast tenderness, pain, fatigue, pain in shoulders, legs, back, hips, knees, elbows, left arm and hand tingling, memory problems, depression, implant leakage, coldness and pain of extremities, implant size difference, mental stress, breast hardness, nervousness, and aching bones.